Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Device had cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, minor scratched display window, stained end cap sticker and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was stuck in the prime rewind loop. The patient¿s blood glucose level was 53 mg/dl at the time of the incident. The customer stated they are unable to exit the "preparing to prime" loop. Customer's blood glucose levels had been running high and low since last night, but that was due to her not being connected to the pump because the problems. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.